Event description:
The dr. Unscrewed the clear hemostasis valve from the sheath and bleeding was noted around the hemostasis valve. Iabp continued without any further problems. Event complications: none from the event - reported 11/25/96. Pt's current status: unk - rpt'd 11/25/96.